Event description:
After a sling procedure vaginal erosion of the tape was noted. The pt presented with vaginal pain, discharge and bleeding, dyspareunia, dysuria and recurrent urinary infection during the 5, 13 and 45 months follow ups. The pt was unsuccessfully treated with oral antibiotics and topical ointments. The pt underwent tissue debridement. The protruding part of the tape was removed.